Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer ran the ventilator for 24 hours and did not duplicate the initial event. Covidien was not authorized to service the ventilator.

Event description:
The customer reported that, during patient use, the compressor was inoperable. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.